Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 37 mg/dl. Customer was treated with the orange juice. Customer stated that the red light flashing approximately every 2 seconds. Troubleshooting was declined for the low blood glucose. Auto mode was not active. Customer also mentioned that the had some blood at the site. The insulin pump will not be returned for analysis.